Manufacturer narrative:
G4:11mar2021. B4:13mar2021. The bio-med advised the remote service engineer (rse) that he found a sign on the device stating it was broken and confirmed from the respiratory therapist of no reported problem. After evaluating the device, it was discovered there were check vent alarms logged: ventilator restarted due to anomalies detected during operation, backup alarm failed, auxiliary alarm supply failed and 35 v supply failed and suspected a bad power management pcba. The problem could not be replicated, and the customer requested a pm pcba replacement per the field change order. The customer was provided with the part ID for the power management pcba by the rse. The customer replaced the power management pcba board as a precaution to resolve the reported problem. Unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:29mar2021. B4:06apr2021. H11 the remote service engineer (rse) did not provide the customer with the part number of the power management board. A philips field service engineer (fse) was dispatched to the customer site and replaced the power management board as a part of the field change order to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2021.

Event description:
The biomed customer called into technical support (ts) reporting that the device had check vent alarms logged and suspects a bad power management pcba. The customer reported there was no patient involvement at the time the issue was discovered.